Event description:
Meter was not working, when pt had symptoms of low blood glucose, pt had symptoms which consisted of nausea and vomiting. Pt tried to test their blood glucose and obtained a "remove strip" message. Pt's family member took them to the e.r. Pt's blood sugar in the e.r. Was 24mg/dl. Family member does not know what kind of treatment was given in the e.r. Pt was in the hosp till the following morning. Prior of being released from the e.r., pt's blood glucose was 100mg/dl. Customer service was able to resolve the "remove strip" issue over the phone.